Event description:
Consumer complaint of blood resulting reading of "lo". Performed blood test at the time of the call, result was "lo". Reviewed the last five blood glucose results in the meters memory, but the time and date were not set correctly: on (B)(6) 2014 - lo; on (B)(6) 2014- lo; on (B)(6) 2014 - lo; on (B)(6) 2014 - lo; on (B)(6) 2014 - 150mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had low glucose value, test strip issue. Manufacturer acknowledged lateness of the reprot, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/17/2014).